Manufacturer narrative:
(B)(4). D10: 3.5 mm locking dual compression plate 9 holes 118 mm length cat# 00493600907 lot# unk; unk self-tapping cortical screw cat#ni lot#ni; unk self-tapping cortical screw cat#ni lot#ni; unk self-tapping cortical screw cat#ni lot#ni; unk self-tapping cortical screw cat#ni lot#ni; unk self-tapping cortical screw cat#ni lot#ni; unk self-tapping cortical screw cat#ni lot#ni; unk self-tapping cortical screw cat#ni lot#ni; unk self-tapping cortical screw cat#ni lot#ni. G2: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported during a retrospective study that a patient was experiencing radial nerve palsy with ongoing altered sensation of pins and needles approximately 5 months post implantation of a trauma plate and screws. The condition has improved over time but has not fully resolved. All implants currently remain implanted. Additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.